Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's cuff did not inflate when an air was pushed. The customer indicated that the patient had to be re-cannulated with a new tube.

Manufacturer narrative:
Evaluation summary: one sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed using a syringe 25cc of air was applied to the cuff and it was observed the cuff held the air, the sample was left inflated 2 hours according to process instruction and after this time no deflation was observed. The sample was submerged into a container filled with water and no leaks were observed. If information is provided in the future, a supplemental report will be issued.